Event description:
Information received indicates the bed is not working properly and the head section will not go down.

Manufacturer narrative:
The technician found the CPR function was being engaged by the shroud resulting in no functions working. The account removed the shroud from the CPR lever to repair the bed.